Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 450 mg/dl and other relevant blood glucose level was 301 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm after delivering bolus. It was unknown that auto mode was used or not. Customer declined for troubleshooting. The pump will not be returned for analysis.